Manufacturer narrative:
Tandem basal iq user guide states: "check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received and occlusion alarm. The customer's blood glucose was 600 mg/dl which was addressed with a manual injection. Reportedly, the customer's cartridge tubing was bent and twisted. The customer changed all supplies and resumed insulin delivery.